Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt experienced multiple yellow wrench alarms. Vent filters were sent for analysis, which showed evidence of possible main bearing and cam follower bearing wear. Waveforms submitted for analysis revealed the possibility of inflow valve regurgitation. Approximately two weeks later, the pt was placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad. When preparing the pt for transport to surgery and switching to battery power, the device alarmed, the pt complained of chest pain and expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time.